Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited intermittent fault alarms on (B)(6) 2021. The customer talked with the patient about being very cautious with fluid intake and taking her diuretics. The patient was not symptomatic or in distress and the customer did not suggest switching the driver out. The customer also reported that on (B)(6) 2021 the freedom driver exhibited intermittent fault alarms when the patient did certain movements 'like bend forward, or twist a certain way,' and that the fill volume which is typically in the 50s was in the 40s when the alarms occurred. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.

Event description:
The customer, a (B)(6) hospital, reported that the freedom driver exhibited intermittent fault alarms on (B)(6) 2021. The customer talked with the patient about being very cautious with fluid intake and taking her diuretics. The patient was not symptomatic or in distress and the customer did not suggest switching the driver out. The customer also reported that on (B)(6) 2021 the freedom driver exhibited intermittent fault alarms when the patient did certain movements 'like bend forward, or twist a certain way,' and that the fill volume which is typically in the 50s was in the 40s when the alarms occurred. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of internal and external components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included a positioning test in order to replicate the patient's movement during the reported beeping episodes. Drivelines were moved to different positions. No permanent alarms were produced and no abnormalities were observed. A recoverable alarm was produced when the drivelines were kinked for approximately 5 seconds, however, that is an expected feature of the driver indicating it is functioning properly. A 24-hour observation run was also performed confirming the fill volumes were within specifications and no alarms or abnormalities were observed. Additionally, a hypervolemic test was performed, gradually increasing the rap value, with no alarms produced and no abnormalities observed. Complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the intermittent beeping and recoverable alarms could not be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.